Manufacturer narrative:
Corrected data: e2, e3 (inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty patient board set. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image. This report is being submitted for the event found during evaluation. There was no patient involvement.